Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit immediately fell out of service at the initial power connect test. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again. The unit failed again and was totally unresponsive to any electrical stimulus. There was no response associated with the start-up self-test, as well as no alarms or lights active on the front user interface pcb. This total unresponsive condition with a by-passed power supply pcb is indicative of a failed power control pcb which controls all micro-processing activities for the unit. Based on the investigation performed, the reported complaint of "unit will not power on" was confirmed. The investigation revealed a defective electronic component. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 14 apr 2015 and will be replaced.

Event description:
The event is reported as: the unit will not power on prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on (B)(6) 2015. A document assessment (B)(4) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not power on prior to use. There was no patient involvement reported.